Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) with less than 2 seconds of asystole and undersensing. Additional information was received from the field representative that the cause of the reported observation was due to dislodgement which was determined through fluoroscopy. The physician performed lead revision by repositioning the lead. The rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.